Event description:
High out of range shock impedance seen during implant procedure. After several attempts with inserting pin and tightening set screws, the issue was resolved during the procedure and the device remains implanted. There were no adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).